Event description:
User facility reports the following: obese patient undergoing umbilical repair. Spinal needle was introduced through introducer and doctor determined he had not entered subarachnoid space and decided to withdraw needle to reposition. During withdrawal of spinal needle, needle broke approximately in half, distal half remaining in patient. The fragment was surgically removed. According to doctor, the patient is doing well.